Event description:
Country of complaint: (B)(6). Shunt is not adjustable.

Manufacturer narrative:
Us reporting agent notified on 02/18/2014. MFR site eval: the casing of the received shunt was damaged which caused the brake function to not operate correctly. Issue is related to user handling.